Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit, on behalf of the sns, that includes this safety syringe. Anhui tiankang medical technology co., ltd manufactures the syringe that was included in the kit. (B)(4).

Event description:
The customer reported that both nurses and patients have complained that the 1.5 needles received in the kits are causing pain, are too big, and are difficult to administer the vaccine with. No information was received regarding any serious injury as a result of this product malfunction.